Manufacturer narrative:
The reported event of impedance anomaly was confirmed. The device was interrogated successfully and normal communication was established. Review of the stored electrograms (egms) in the device image suggested that the lead impedance issue was due to external factors. The device was tested for telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier issues; no anomalies were found.

Event description:
It was reported that the patient presented one day post implant with the implantable cardioverter defibrillator exhibiting low defibrillation and low pacing impedance. The impedance measurements were significantly lower than what was measured at implant. The device was explanted and replaced. There were no patient consequences.